Event description:
V.a.c. Therapy was initiated on a patient in 2007. On four days later, the home health nurse went to the patient's home to do the first dressing change and was unable to remove the foam from the wound. The home health nurse soaked the dressing and attempted to remove the foam with tweezers, but was unsuccessful. The patient went to the emergency room where the surgeon removed the dressing. The dressing removal did not require anesthesia or debridement. The patient was admitted to the hospital on a 23-hour observation. V.a.c. Therapy was resumed without further problems.

Manufacturer narrative:
V.a.c. Labeling states under "warnings": "v.a.c. Foam dressings are not bioabsorbable. Ensure that all pieces of foam have been removed from the wound with each dressing change. Foam left in the wound for greater than the recommended time period may increase ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." V.a.c. Labeling states under "dressing changes": "it is recommended that v.a.c. Dressings be changed routinely every 48 hours for non-infected wounds, or every 12-24 hours for infected wounds."